Manufacturer narrative:
The patient samples were collected in lihep bd vacutainer serum tubes with no gel and were centrifuged for 10 minutes at 3500 rpm in a swinging bucket centrifuge. The samples were transferred into insert cups prior to being analyzed on the access 2. Per the customer supplied data, qc is performing within the customer's established ranges. Prior to the event, system check data supplied by the customer passed within instrument specifications. A field service engineer (fse) was dispatched on (B)(4) 2011 and checked alignments and ultrasonics upon arrival to the customer site. The fse then primed the system and completed a passing system check within instrument specifications. The fse performed qc within the customer's established ranges to verify hardware. A definitive root cause for this event has not been determined to date.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining discordant troponin (accutni) results above the ami cutoff for one (1) patient that were generated by the access 2 immunoassay system. The patient results from the instrument are discordant to two additional methods the customer used to perform patient testing. The samples were not repeated on the original instrument because the two additional method results confirmed the elevated results were erroneous to the customer. The customer sent a patient sample into customer product line support (cpls) for further investigational testing and interference testing. Results of the cpls testing are not available to date. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.